Event description:
It was reported that the patient had shocks, unexplained syncope, and erratic lead impedances. The high voltage lead remains implanted with a new pace/sense lead placed. No further patient complications were reported as a result of this event.